Event description:
Pt called and said she had an allergic reaction and she wanted to find out if this has happened before. Pt said that she saw another dentist on (B)(6) 2013 to have #4 and #5 filled. She said she did not think they used gluma but she was left extremely sensitive. She said she complained and the dentist ended up giving her money back. She said she went to another dentist and he adjusted her bit. She said most of the pain had gone away. She said she went to see him on (B)(6) 2013. He applied a desensitizing med that he referred to as gluma on to #4, 5 and 29. She said she was again back in a lot of pain. She said that her gums are swollen, red, bleed for one day, her teeth hurt and she has a headache on the right side. She said that she started taking sudafed (B)(6) 2013 and as of the afternoon of (B)(6) 2013, she has started to feel a little better. Asked if the dentist used a rubber sheet on her mouth. She said he used a small paper triangle inside her mouth to keep the saliva from getting on the teeth. She said that after he placed the med on her teeth he let it sit for about a minute. She did not think he rinsed it off or if he did then he did it very quickly. She said that it did not start hurting for about an hour after she left. She asked if there was anything else she could do. She mentioned she has a lot of allergies and has to be very careful what she uses as she gets hives and rashes when exposed to many products. Asked a few times for the dentist information. She said she did not want to give it until she sees him again. She has her next appt on (B)(6) 2013. Asked to call her and check up with her she said she would call back in a few weeks. On (B)(6) 2013, pt called. She only has the pain symptom and all others are resolved. She said the dentist is out till (B)(6) 2013. She said she will ask him to contact us when he returns. She said she has thrombocytopenia and is immunocompromised. She said that is why the other dentist should not have done the restorative work on her. She said that the pain is tolerable during the day, but is much worse at night. She said she sometimes cannot sleep at night. (B)(4).